Manufacturer narrative:
The customer reported that the device showed a red x while treating a patient. There was no report that the device behavior negatively affected patient outcome. The device was evaluated at philips. Although the symptom could not be reproduced, the power pca was identified as the cause of the reported symptom. This incident most consistent with an intermittent malfunction of the power pca which was replaced to resolve the issue. The device passed all standard verification and performance testing and was returned to the customer.

Event description:
The customer reported that the device showed a red x while treating a patient. There was no report that the device behavior negatively affected patient's outcome.